Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the carousel drawer had failed and unable to recover. A field service engineer found that multiple storage spaces were addressed incorrectly. So, engineer powered down the station, unplugged the drawers, then booted the station and reconfigured the drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation 4000, it had network issue and broken carousel drawer. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.